Event description:
It was reported by the rep that a crack was noticed in the screw driver tip. The crack was in the screw driver tip across the rotating pin.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the complaint. Previous and ongoing investigation into this issue by the supplier has determined that the reported device was manufactured from the correct material and to the required specifications. The root cause is attributed to corrosion, with carbide embrittlement as a possible contributing factor. However, improvements to the heat treating process have been recognized and a supplier change request to heat treat all 400 series stainless steel components in the united states has been initiated. Scr-002557 was initiated and is currently in process. The supplier change requests the use of an already approved heat treat supplier, lake city heat treat. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.